Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the patient was being ventilated when alarms appeared, including technical event (te) 231032 ("expiratory valve disconnected"). The ventilator had to be replaced with another device. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: hamilton medical ag received information that the patient was being ventilated when the ventilator generated alarms, including technical event 231032 indicating ¿expiratory valve disconnected.¿ the device provided audible and visual alarms, and the ventilator was replaced by another device to continue patient ventilation. No clinical signs, symptoms or conditions were reported, and no health consequences or impact were described. Based on the available data, the reported technical event aligns with a failure of the expiratory valve to be detected by the system. The device was later inspected, and the expiratory valve assembly was identified as defective. The assembly was replaced, and all recommended software checks, tests and calibrations were performed. The ventilator passed all functional and safety tests after repair. No additional information was received. The case is considered closed.